Manufacturer narrative:
Field event of battery anomaly was confirmed. Analysis of device image showed anomaly in the battery impedance longevity data consistent with calibration anomaly due to firmware corruption. Analysis performed at nominal settings, including thermal and mechanical testing of the device did not find any anomaly. Further battery analysis performed after device cut open did not show any impedance anomaly. Longevity assessment was performed in field settings, and device had exceeded the projected longevity.

Manufacturer narrative:
Correction: g3 should have been reported as mar 5, 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker exhibited a sharp rise and fall in battery resistance. The pacemaker was explanted and replaced. The patient was asymptomatic to the event.